Event description:
A report of the pt's precision system that was explanted due to discomfort at the pocket site was rec'd. The pt declined to have the ipg moved to a more comfortable location and elected to be explanted.

Manufacturer narrative:
This is the final report.